Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an extension tubing leak is confirmed. One 4 fr groshong nxt catheter was returned for evaluation. The catheter was attached to a statlock securement device and has a three-way valve connector attached to the red hub. The connector was flushed with water and a leak was noted in the extension tubing of the proximal connector segment. The connector was disassembled in order to test the patency of the catheter. No occlusions were noted in the connector or catheter tubing. Microscopic observation of the leak location revealed an ¿s¿ shaped split in the distal half of the extension tubing. Material whitening was noted near the center of the split along with a granular surface texture pattern. Tactile evaluation of the extension tubing revealed tensile weakness around the damage location. The characteristics of the damage are consistent with damage caused by over-pressurization leading to a burst in the tubing. Based on the sample provided, possible contributing factors include kink in the catheter at the distal edge of the connector or material occlusion within the catheter. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2021. On (B)(6) 2021, infusion was allegedly difficult and an alarm of the pump to notify catheter occlusion sounded. Therefore, an x-ray examination was performed and confirmed that there was no problem. After that, flushing was performed with heparin saline because there might be a thrombus in the vessel. On (B)(6) 2021, infusion become difficult again. The physician flushed the catheter, but resistance was felt. When the physician applied pressure to the catheter, the middle of the tube was inflated. However, a damage was not confirmed at the time. On (B)(6) 2021, it was found that the patient's clothes were wet, and the catheter was damaged. There was no reported patient injury.

Event description:
It was reported that the patient had a catheter implanted on (B)(6) 2021. On (B)(6) 2021, infusion was allegedly difficult and an alarm of the pump to notify catheter occlusion sounded. Therefore, an x-ray examination was performed and confirmed that there was no problem. After that, flushing was performed with heparin saline because there might be a thrombus in the vessel. On (B)(6) 2021, infusion become difficult again. The physician flushed the catheter, but resistance was felt. When the physician applied pressure to the catheter, the middle of the tube was inflated. However, a damage was not confirmed at the time. On (B)(6) 2021, it was found that the patient's clothes were wet, and the catheter was damaged. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.